Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that 12x3.00mm omega¿ stent presented with a defect. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that 12x3.00mm omega¿ stent presented with a defect. No patient complications were reported and the patient's status is stable.